Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 107.00 mg/dl,80.00 mg/dl,77.00 mg/dl compared to readings of 200.00 mg/dl,197.00 mg/dl,141.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing difference in values to be clinically significant. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event. Reference value 1: 200.00. Comparison reading 1: 107.00. % difference 1: 46.50. Peg zone 1: b. Outside of 20%? 1: yes. C, d, e zone? 1: no. Reference value 2: 197.00. Comparison reading 2: 80.00. % difference 2: 59.39. Peg zone 2: c. Outside of 20%? 2: yes. C, d, e zone? 2: yes. Reference value 3: 141.00. Comparison reading 3: 77.00.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.